Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A sample was received for evaluation. The sample was visually and functionally evaluated. The sample was found clogged with dry formula along connector. The sample was cleaned; priming and feeding was performed and no issues were found. A possible root cause could be incorrect placement in pump or incorrect product manipulation. No corrective actions will apply since failure mode was not confirmed as related to manufacturing process. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump set. Upon evaluation of the sample, on (B)(6) 2018, the manufacturing plant found that there was occlusion within the feeding set.